Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The fe arrived on site and investigated the instrument for the reported issue. The fe determined that the second row on the plate was elevated causing the tips to hit the plate as it passed. The fe checked the tip take up in diagnostics. The fe ran and passed the demo plate with out error. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem.